Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 150mmh2o. The valve was hydrated for about 36 hours. The valve was visually inspected: it was noted that the valve casing has slightly moved in the silicone housing. The valve was flushed. The valve passed the test no occlusion was noted. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. The siphon guard was tested. The valve passed the test. The valve was reflux tested. The valve passed the test. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3162, with lot cvbcg7, conformed to the specifications when released to stock in 22nd february 2016. No root cause could be determined, as the problem reported by the customer could not be duplicated. The root caused to the slightly moved valve casing and the blocked valve is probable due to too much pressure when priming the valve, this however could not be determined. As the valve has a siphon guard, the problem was likely due to an excessive flow rate (>0.75 ml/min) during the flushing procedure activates the siphon guard and creates the impression that the valve is distally occluded. In reality the flow is being diverted to the high resistance secondary pathway, this will slow the rate at which csf is shunted from the brain. Too much pressure will blow up the silicone housing giving the valve casing room to move. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
At (B)(6) hospital, during an hydrocephalus case which required valve implantation, the clinician during preimplantation check valve was primed with saline and reported that no fluid was noticed in the distal end of the valve. At the same time the reservoir volume was significantly increased.